Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
A rep just called me and told me about the suspicious occluded certas plus valve ((B)(6) hospital) . The doctor's initial thought is "this cp is defective". Both the rep and I do not believe so but we need to identify the cause of the underdrainage issue they had. 12/11/15 per rep: patient presented with vomiting to the ER. Surgeon performed surgery, checked ventricular catheter for patency and got "pretty good" flow although not perfect - may have been partially occluded. Used a manometer at 50 cm h2o to test valve and little or no flow through the valve at setting 1. Disconnected and checked distal catheter and flow was fine through the distal catheter and flow was fine with no obstructions. Checked valve again with manometer and very little flow again. Surgeon thinks that valve is likely occluded but says 1 month is typically very early to occlude. There was no blood in the ventricles at any time during either surgery. Surgeon revised the valve to resolve the issue.

Manufacturer narrative:
The valve was returned and evaluated. The valve was allowed to hydrate for 48 hours and 37c. The valve was gently flushed using a 10cc syringe without issue. No obstructions were observed. The valve was then connected to a manometer to assess proper function of the siphonguard. The siphonguard functined as expected, with the primary pathway openeing and closing as expected. The complaint of no/little flow could no be confirmed. The valve performed as intended. At present, we consider this complaint to be close. Trends will be monitored for this or similar complaints.